Event description:
Per the clinic, the patient was placed under mac anaesthesia for the abutment removal on (B)(6) 2021. The implanted device remains.

Event description:
Per the clinic, the patient underwent a surgery (date not reported) in order to remove the abutment. The implanted device remains.